Manufacturer narrative:
Please note that the following section is incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01493. 1. Section d. Box 1. Brand name. Evaluation of the returned lightning confirmed the presence of blood within the tubing, but could not confirm the reported system error code. The tubing was connected to a demonstration engine pump and was able to clear the blood from the tubing by aspirating water. The unit functioned as intended and did not indicate a system error. The housing was opened and no evidence of internal damage was found. The root cause of the reported event could not be determined. Penumbra lightning devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left pulmonary artery (pa) using lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, while using the lightning and the cat12, the lightning clogged. Therefore, the physician disconnected the lightning and used a three way stop cock with a 60cc syringe to flush the lightning with saline solution. Subsequently, the lightning unit indicator light turned red; therefore, the lightning was not used for the remainder of the procedure. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.